Event description:
It was reported that the subject device had image issue with disrupted color lines going up and down the screen. The issue was found during preparation of the procedure. The device was replaced and the procedure was completed, without delay. There was no patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty cable and cause traced to component failure. Additionally, smashed connector tip was found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had image issue with disrupted color lines going up and down the screen. The issue was found during preparation of the procedure. The device was replaced and the procedure was completed, without delay. There was no patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.